Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius dry acid mixer was leaking. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res found that the unit was leaking from the polyvinyl chloride (pvc) piping that is attached to the fill valve and water was spraying from both sides of the fill valve connection. The res replaced the fill valve and wiring due to burned wire tips that went into the power supply. The res also replaced the control board due to 120-volt power fluctuations. However, the unit continued to have voltage issues. The res found that the user facility staff had placed bicarbonate into the tank to neutralize bad concentrate and it had gathered and hardened on the internal tank at the bottom where the drain and fill piping meet. The res freed the clog, but the fill valve was not working, and it was suggested that the valve had burned out trying to fill. After further discussion with the customer, the res replaced the entire control panel box with electronics. Following part replacement, the res performed functional checks and confirmed the machine was operating properly. No parts are reported to be returned to the manufacturer for evaluation. No further information has been made available at this time.

Manufacturer narrative:
Device evaluation: no parts were returned to the manufacturer for physical evaluation. The dry acid mixer was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the fill valve, wiring due to burned wire tips, polyvinyl chloride (pvc) piping pieces, union, and control board, but the reported issues continued to persist. The res ultimately replaced the entire control panel box with electronics to resolve the problem. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res confirmed that burn damage was present on the wiring. Therefore, the complaint has been deemed confirmed.